Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the implantable cardiac monitor (icm) patient that they experienced pain almost daily and they had "a lump". It was further reported that the device had migrated to the breast area. The icm remains in use. No further patient complications have been reported as a result of this event.